Event description:
The pt was initially admitted for chest pain and taken to the cath lab where a ptca (percutaneous transluminal coronary angioplasty) was done. The pt reoccluded and this was treated with catheter techniques. The evening before the expected discharge, the pt again experienced chest pain with EKG changes. The pt was taken emergently to the cardiac cath lab where reocclusion for the stented portion of the lad (left anterior descending) was again seen. Attempts to rewire the stents were unsuccessful due to the wire breakage. The pt was taken to the or for an emergent CABG.